Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
An in-depth review of this case by our patient safety advisory board was performed. The review concluded the evidence indicated the observed out-of-range impedance was likely consistent with normal operation. The stable thresholds, absence of noise or dramatic impedance, as well the normal amplitude measurements, indicated the high impedance was likely not related to a connection issue or product deficiency.

Event description:
Boston scientific received information that during a routine device follow up out of range pacing impedances were seen on the right ventricular (rv) lead and a 'check rv lead' alert appeared. Daily measurements showed high impedances which remained within range since the device change-out procedure. All other measurements were normal and no noise was seen on the electrocardiogram. At this time the physician elected not to perform a revision procedure but instead to monitor this patient closely on latitude. No adverse patient effects were reported.